Event description:
A user facility reported that during cataract surgery the capsular bag was torn. The association between this event and the intraocular lens (iol) is not known. Add'l info has been sought.